Event description:
It was reported that during a hematoma evacuation, the physician found that the outer insulation was peeling from the lead. Based on discussion with the manufacturer technical services, the lead issue was an insulation coating break. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.